Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted. Insulin pump programmed multiple bolus wizard amounts and all registered properly in the daily total history. Insulin pump received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window. Insulin pump was unable to download to the carelink software due to alarm. Insulin pump alarmed due to corrupted history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 300 mg/dl. Nothing further reported.